Manufacturer narrative:
(B)(4). Reporter had indicated that product will be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location is unknown.

Event description:
It was reported that the device fractured during disassembly.

Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information. Reported event was confirmed by review of actual device received. Examination of the returned part determined that returned tasp exhibits signs of repeated use (nicked or gouged) and the post feature has fractured off, not all pieces returned. Device history record (DHR) was reviewed with no deviations identified. The fractured tasp component was manufactured before the design modification. The root cause is considered to be a design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available at the time of this report.

Manufacturer narrative:
Cmp-(B)(4) this follow-up report is being submitted to relay additional information. The following sections were updated: if any information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.